Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported retraction problem of the actuator knob retracting farther than expected is an expected/normal function of the device, and is not indicative of a product related issue. It should be noted that per mitraclip g4 system instructions for use (IFU) pull levers fully prior to retracting the dc handle. Failure to retract the gripper levers may result in higher forces to deploy the clip. This may result in worsening mitral regurgitation, cardiac injury or a single leaflet device detachment. The reported suspected migration appears to be related to the user error (improper or incorrect procedure or method) of the physician inadvertently pulling the delivery catheter (dc) handle back before retracting the gripper levers. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the suspected partial clip movement. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip had grasped both leaflets and mr was reduced to a trace grade. During clip deployment of the first mitraclip, the actuator knob was retracted when the knob was observed to come back farther than expected, enough to expose the actuator mandrel. The physician inadvertently pulled the handle back which put tension on the mitraclip and released it from the mandrel, deploying the clip before the gripper lines had been removed. The gripper lines were then removed without issue, but mr was now grade 2. Although the clip appeared stable on both leaflets, it is possible that the clip may have partially moved on the leaflets resulting in the mr grade of 2. A second mitraclip was implanted to further reduce the mr, but it remained grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.